Manufacturer narrative:
Stryker evaluated the device and found the compression module defective and the drive belt damaged. A quote was sent to the customer.

Event description:
The customer contacted stryker to report that their device stopped compressions unexpectedly. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated to the reported event.